Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5 pocket b2 failed, drawer would not open, but the cubie would not release. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 pocket b had issue. A field service engineer (fse) removed all cubies and then turned off machine to clean underneath all row trays and reseated ribbon cable connection to each row to resolve the issue. Then all the cubies worked and customer was able to recover failed pocket. The system functioned as intended after the field service engineer repaired the device.